Manufacturer narrative:
Additional information received on 04 november 2016 and includes: the surgery was performed by traditional technique. On 15 november 2016 the r&d project manager performed a preliminary investigation and commented as follows: pedicle screw loosening is a well known complication in posterior spinal instrumentation surgeries with or without anterior cage support. According to galbusera et.al the loosening in non-osteoporotic patients is between 0.81 and 2.8%. There are publications which report pedicle screw loosening up to 15% in non-osteoporotic patients. Taking osteoporotic patients into account and consider posterior dynamic stabilization the loosening rate can be even higher. Means that the event reported is a known complication with these types of pathologies treated with posterior instrumentation especially in osteoporotic bone as reported for the event. Additional information received on 11 november 2016 and includes: the surgeon commented that the patient did not follow the indication of the surgeon and once arrived at home he did "strong activity" as early walking. The surgeon also reported that this could have caused the loosening of the screws. Batch review performed on 21 november 2016. (B)(4).

Event description:
Revision surgery planned due to loosening.